Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported the physician completed a second novasure endometrial ablation on (B)(6) 2017 and the patient was discharged home. On (B)(6) 2017 the patient presented to the hospital complaining of abdominal pain. The physician performed a computed tomography (CT) scan which revealed no abnormalities. The patient was admitted into the hospital overnight for observation. The patient's pain became "more severe"; therefore, the physician performed a hysterectomy. During the procedure the physician noted noticed that the patient had thermal injury, a hole in her uterus and a bowel injury. The physician also performed a "bowl resection". The physician reported the patient is "recovering and doing well".